Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump shutdown due to the pump not being charge. Customer¿s blood glucose level was 560 mg/dl. A bolus was delivered to address bg level. Reportedly, the pump was plugged into a power source to charge and was turned back on.